Manufacturer narrative:
Product event summary: the returned battery passed external visual inspection, functional checks and maccor testing. In the lab, the battery performed as expected, passing all tests. Examination of "gg" file shows the battery reached a lifetime max cell voltage equals 4378v. The threshold is 4300. This could help explain why the customer could not charge the battery in the field. Customer complaint is confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the battery was placed on the charger, the status light on the charger turns red and stays red. Multiple slots tried. The patient states the batteries are kept at room temperature. The battery was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed during bench testing. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. Based on the available information, a possible root cause can be attributed to the battery remaining on the battery charger for longer than 8 hours, possibly due to an overvoltage fault detected by the analog front end (afe) integrated circuit. If information is provided in the future, a supplemental report will be issued.